Event description:
Fracture screw from previous cervical fusion done about 2 1/2 years ago at another facility. Pt developed recurrent pain. X-ray identified screw fracture at c7. Surgery needed to remove screws and plates and replace with new product. Pt requested screws and plates be returned to them.